Event description:
It was reported that the procedure was aborted. An icefx cryoablation system console was selected for use for this lung tumor cryoablation. During the procedure, there was a test failure on the console and the procedure was not able to be completed.

Event description:
It was reported that the procedure was aborted. An icefx cryoablation system console was selected for use for this lung tumor cryoablation. During the procedure, there was a test failure on the console and the procedure was not able to be completed.